Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's pump was explanted due to the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. The physician stated that it was probably a peripheral pocket fill. The patient was feeling "loopy" on the day of appointment. No other patient effects reported.